Event description:
It was reported by service report that the siderail would not latch in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
See scanned page.